Event description:
It was reported that during the service evaluation process it was observed that the tip of the pointer was found broken off. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during the service evaluation process it was observed that the tip of the pointer was found broken off. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.